Event description:
The customer reported experiencing a past high blood glucose event, highest blood glucose level were unknown. The level was displayed as "high". Cause was not known. The customer changed the infusion set and cartridge to resolve the issue. Technical support advised the customer to consult with their healthcare provider to discuss factors affecting their blood glucose levels and the customer understood and acknowledged the advice.